Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable results on pt/inr cartridges compared to lab instrument on a (B)(6) male patient diagnosed with deep venous thrombosis. There was no additional patient information available. Date, time, method, pt/ inr, sample: (B)(6) 2013, 2:26 pm, I-stat, 3.7, a; (B)(6) 2013, 4:30 pm, lab, 2.1, b. Based on the information available at the time there were no injuries associated with this event.